Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 3.18e. Unit received with cracked case(battery tube) and cracked battery tube threads. Unit also received with missing battery cap metal contact.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.